Manufacturer narrative:
The issue was investigated in detail. The investigation of the log files confirmed that the system had recognized fault of the table top longitudinal movement shortly after switching on. It was found that the table top longitudinal moved unintentionally about 2mm. After this error the movements were blocked. The safety functions of the system worked as specified. Furthermore the system was switched off by the user. The investigation of the returned remote control desk did not show any malfunction, all buttons and joysticks were fully functional and the joysticks were calibrated well. The investigation of the returned table side control showed that some buttons did not have a reliable pressure point. However, during conducted tests no unintended movement occurred. Both control boards were installed in test lab and monitored. The system was switched on several times but no faults occurred after initialization. There was no unintended movement during this period. The spare part consumptions of the concerned parts show values that are below the defined thresholds. The table side control and the remote control desk were replaced at the facility and no further or similar occurrences are known. This report was submitted march 5, 2018.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Investigation is on-going. A supplemental report will be submitted of additional information becomes available. (B)(6).

Event description:
It was reported that a table top of the axiom iconos r200 intermittently tilts and moves without given commands. No injuries have been reported. The issue occurred in (B)(6).